Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned with the anchoring sleeve. There were three sets of suture marks present on the anchoring sleeve. The proximal end of the anchoring sleeve was located at 43.5 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the extravascular implantable cardioverter defibrillator (ev ICD) detected an episode of ventricular fibrillation (vf) and a shock was delivered. The episode was reviewed and determined to be electromagnetic interference noise. Additionally, the patient was noted to have received inappropriate therapy due to oversensing with noise on the extravascular (ev) lead. All therapies were programmed off and then the extravascular implantable cardioverter defibrillator (ev-ICD) system was explanted and not replaced. The patient is a participant in a clinical study.

Manufacturer narrative:
Continuation of d10: product ID: dvea3e4, lot# serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.